Manufacturer narrative:
The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed the returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. No problem found. Eval method/result/conclusion codes are associated with this analysis; if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device UDI number unavailable. No parts have been returned to medtronic for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a c7-t3 procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the camera had a red status intermittently. The medtronic representative (rep) who was present bypassed the internal cable, connected the external camera cable to the ndi box and green status occurred. The rep reported that after bypassing the internal cable, the surgery continued without issue. There was no impact on patient outcome.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9733582, serial/lot #: unknown. Additional information: FDA conclusion code updated; it was stated that the issue was caused by a faulty internal camera communication cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue was caused by a faulty internal camera communication cable. The cable has been replaced and the system is functioning properly.